Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was tested prior with no issues, but when inserted, the angle of pressure was different and caused it to leak. The patient had been coughing and low tidal volumes was noticed. The trach was removed and a new one of the same model was inserted. Upon testing of the new trach, it was noticed that the pilot balloon was not holding air. A cuff repair kit was used prior to insertion and it was holding up well. Unsure if the coughing was what damaged the cuff or if it was a result of the cuff deflating. A cufflator was used to monitor cuff pressure.